Event description:
It was reported that during a left colon resection, the device closed and fired with no issues. When the device was removed and sizer was introduced into the rectum, the distal staple line was found to be completely open. The anastomosis was closed by hand. The tumor was too low in the pelvis and there was no space to use another device of this type. Surgeon used a circular device to close the anastomosis and create a temporary colostomy until healing occurs. Upon further investigation, surgeon believes this is not a device issue, but that tissue condition was compromised by the fibrosis. When the circular stapler was used, the anastomosis and staple line were fine and air tight. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.